Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that pocket revision was performed due to thinning of pocket and bruising was noted. Further, the patient was also given an intravenous antibiotics. No additional adverse patient effects were reported.